Event description:
It was reported there were many "on and off switching events" during a 1 minute period of time. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.